Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare's (fph) service engineer in our (B)(4) office that the upper head case of an (B)(4) mobile infant warmer has cracked. This was observed after using on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint upper head casing of an an (B)(4) mobile infant warmer was not returned to fisher & paykel healthcare for investigation, nor were we able to obtain further information from the hospital with regard to the reported problem. Our investigation is based on the event description and results of previous investigations of similar complaints. Results: without the complaint device we were unable to determine the root cause of the reported problem. Conclusion: crazing and cracking of the upper head casing is a know problem and usually caused by incompatible cleaning solutions reacting with the polycarbonate plastic material of the infant warmer. It can also be mechanically induced resulting to physical damage. (B)(4).

Manufacturer narrative:
(B)(4). The heater head assembly of an (B)(4) mobile infant warmer is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.